Event description:
The customer reported that the screens do not turn on, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.